Event description:
The customer reported to olympus that their evis exera duodenovideoscope had a fault of the forceps elevator. Upon inspection and testing of the returned unit, it was discovered that the inside of the light guide lens was stained with dirt. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the inside of the light guide lens was stained with dirt. The customer's originally reported issue of elevator wire fault was confirmed; due to a cut on the elevator wire, the guide wire did not rise up at all. The following additional findings were also noted: elevator channel plug loose, pinhole on switch 1, assorted scratches and discolored components, corroded parts due to water leakage, insulation resistance value at distal end did not meet the standard value due to a burn on the plastic distal end cover, nozzle deformation, crack in the bending section cover adhesive, peeling connecting tube coating, and dent on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used resulted in humidity invading the lg-lens and causing corrosion. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection (detection way is included.) Olympus will continue to monitor field performance for this device.